Event description:
It was reported that the matrix mid-face tray graphics case was falling apart. The edges are sharp, and they cut the sterile wrap. The inner modules are ok, only the outer case needs replacing.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The product evaluation visual inspection revealed that the left front corner of the lid is bent downward and the tip is deformed and has a large raised burr on the end. The right front corner of the lid is bent slightly upward and the edge of the right front of the lid is dented inward against the door and has raised burrs. The left front endcap is missing and was not returned and the screw and washer are missing from the left rear endcap. There are numerous scrapes and marks on both sides of the lid and a piece of green tape with black stripes on has been affixed to the top of it as well. The white silkscreen of the skull on top of the lid is discolored green. The right front top corner of the door has been pushed inward slightly. There are numerous scrapes and scratches on the bottom of the case consistent with field use. The damage to the case is consistent with an impact to that front corners of the case with the lid in place. There are no indications of any manufacturing or design related issues and therefore this complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint . (B)(6). (B)(4)